Event description:
A malfunction alarm on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer switched to multiple daily injections as a backup therapy, and technical support planned to replace the pump.